Event description:
Reporter alleged obtaining discrepant blood glucose results of 451mg/dl back to back with a result of 126 mg/dl when testing was performed within less than 5 mins of each other. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.